Manufacturer narrative:
Patient information: this information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent spine surgery to treat dorso-lumbar spinal column fracture. At the beginning of the surgery, the surgeon used the reduction instrument and it did not engage the head of the screw to reduce the listhesis of the fractured spine. After several attempts were made to insert the head of the screw, reduction was possible, but when the instrument was removed, it locked and did not leave the head of the screw. The impasse caused the surgery to be delayed for approximately 45 minutes. A screwdriver shaft used to adjust the position of the first screw broke. The broken piece was retrieved and was not left in the patient. Procedure was completed successfully. Patient outcome was stable. Concomitant devices: spine screws (part: unknown, lot: unknown, quantity: unknown). This report is for a reduction instrument for universal reduction screw (urs). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: lot#. Device available for evaluation. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Corrected data: catalog number and UDI. MFR site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 03.689.003. Synthes lot number: t979940 . Release to warehouse date: 12-dec-2012 . Manufacture site: tuttlingen . Part expiration date: n/a . List of nonconformance¿s: 117935 . An ncr was started during manufacturing for subcomponent 220.0109 (uds persuader) for inner diameter ø3,0 +0,02 mm which was not in the specification (was 3,03mm). The parts were dispositioned with a uai by pd. The ncs have no impact on the complaint issue and were found confoming at the final inspection. Further review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. A review of material certificate cannot be performed because the broken device (screwdriver shaft 03.636.001, lot# 9769075) is not a tuttlingen device review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint customer quality conducted an investigation of the returned device. The instrument was received with the reported condition of ¿device interaction (2+ devices): unable to disassemble & device interaction (2+ devices): unable to assemble¿ the following investigation flow were performed: device interaction/functional the instrument was visually inspected, and no issues were noted. The instrument was functional tested by closing the instrument and then releasing it 5 times and the instrument did had no issue closing or releasing. The complaint could not be replicated with the returned device as the mating screw head was not returned. The received condition does not agree with the complaint description. Dimensional inspection: distance between distal prongs: 16.4 +/- .1 mm . Measured length: 16.43 mm; conforming . Length from the end of the distal tip to middle: 7 + .1/- 0 mm . Measured length: 7.04 mm (on both tips); conforming . A device history review, was performed for the returned instrument¿s lot number and no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Ncr (#117935) was started during manufacturing for subcomponent 220.0109 (uds persuader) for inner diameter ø3,0 +0,02 mm which was not in the specification (was 3,03mm). The parts were dispositioned with a uai by pd. The ncs have no impact on the complaint issue and were found conforming at the final inspection. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level and component: no issues were identified. The complaint condition could not be confirmed based on the investigation & due to the mating component not being returned. A definitive root cause for the condition of the returned 5+ year old reusable instrument could not be determined as the circumstances surrounding the complaint are unknown. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.